Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw (40220r2004) was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Therefore, the clip delivery system (cds) was removed and replaced. An additional ntw clip (30816a1068) was inserted and placed on the valve. However, when trying to deploy the clip, it would not detach. The grippers were able to be released and the clip was implanted, after accessing the grippers. Mr was reduced to a grade of 3-4. There was no significant delay to the procedure. On 01may2024, the patient returned to the hospital due to cardiogenic shock. Imaging showed the ntw clip (30816a1068) had detached from the posterior leaflet and remained attached to the anterior leaflet (singled leaflet device attachment/slda), causing mr to increase to a grade of 4. For treatment, patient was given vasopressors.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult deployment, slda, and cardiogenic shock were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.